Event description:
The information provided to sjm indicated the 6f angio-seal vip vascular closure device was selected for use. A pre-deployment angiogram revealed a vessel size of 5-6 mm. During deployment, pedal pulse was assessed by applying tension on the angio-seal. No pedal pulse was detected. An angiogram in the other groin determined there was no blood flow through the femoral artery. A percutaneous transluminal balloon angioplasty was performed to restore blood flow. The patient was in stable condition following the procedure and discharged the following day.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.